Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2011 due to oversensing, inappropriate shock and impedance measurements greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).